Event description:
Non-physiological noise noted on both leads. Oversensing and pacing impedance dips on 7122, sn: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155460.